Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. The customer's current blood glucose was 124 mg/dl. The customer was treated by shots. Troubleshooting was done for high blood glucose and under delivery. Customer also reported that reservoir barrel was cracked. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had no button response on the express bolus, esc, act, up arrow and down arrow buttons due to flattened dome switches (no cease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, dat test, the stop (idle) current and run current measurement tests, self test, off no power alarm test and a21 error test due to no button response. No damage noted on the lcd glass. Unit had cracked display window at lower left and upper right corners, cracked case at display window corner, broken battery tube threads, cracked reservoir tube, scratched reservoir tube window and a partially broken off reservoir tube lip.